Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the customer was having issues with the sensor. One of the sensor's she had to remove due to continues issues. High blood glucose over 600 mg/dl might have contributed to the issue with the sensor. No troubleshooting was performed on the insulin pump. Customer's mother is not returning the device for analysis.